Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for an unknown number of patients when tested for intact human chorionic gonadotropin + the b- subunit (hcg + b). The customer did not provide any patient information. The date of event is not known. This information has been requested. It is not known if erroneous results were reported outside of the laboratory. This information has been requested. The customer did not provide specific results. The customer provided an example of an initial hcg + b result of <4 (unit of measure not provided). An example of a repeat result was provided as 500 (unit of measure not provided). It is not known if any patients were adversely affected. This information was requested but not provided. No adverse event was reported. The instrument type and serial number was requested but not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A possible root cause may be related to pre-analytics, but this could not be confirmed as additional information was not provided.